Event description:
The pt reported that while golfing she discovered that the tubing of her insulin infusion set had separated at the luer lock. She stated she changed the infusion set and threw it away. She said she is aware of the recall. The lot and expiration date were not available. The pt stated the infusion set had been in use for 2 days prior to the separation at the luer lock. She said she tested her blood glucose when she got home from the golf course and her blood glucose meter read "hi." She said her symptoms were feeling very tired and sick to her stomach, and she corrected her blood glucose levels by bolusing insulin through injection. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.